Event description:
A nurse reported that during surgery, the system stopped phaco and then started. The vacuum also stopped. The event occurred for the first and third patients from the list. The surgeon was not confident to complete the list and requested that the machine be checked out prior to the next scheduled surgery. The pt's impact is unknown. Additional info has been requested, but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in according with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested, but not received to date. (B)(4).